Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant products continued: sdr303b ipg, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was removed with no performance allegations noted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.